Event description:
It was reported that the doctor could not access and review the event logs post MRI on the day of the report for an intrathecal baclofen (itb) patient who had fallen. The doctor was concerned about the patient's spine. The doctor stated that he did not believe the fall or injury was directly related to the drug infusion system. The doctor stated that the icons on the physician programmer were difficult to understand. Troubleshooting was performed and the doctor was able to access and review the event logs. Event logs confirmed that a motor stall and motor stall recovery had occurred due to the MRI. The device system was used to deliver lioresal (baclofen). The patient outcome was later reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).